Event description:
It was reported that the first 4.0x16 mm graftmaster stent was implanted to treat a perforation located in the saphenous vein graft to the right coronary artery. The perforation was not completely sealed; therefore, the second 4.0x16 mm graftmaster stent was implanted. The sealing of the perforation with the graftmaster stents was reported to be incomplete; however, the perforation was maximally improved. There was no report of additional treatment of the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Further review of the device history record for this lot was conducted and it was noted that the expiration date (use by date) was 31-may-2012 and the implant procedure date was (B)(6) 2012 which is approximately 4 months post expiration. It should be noted that the otw graftmaster instructions for use (IFU), states to carefully inspect the sterile package before opening. It is not recommended that the product be used after the use before date.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.